Manufacturer narrative:
Patient identifier: additional sample identification numbers on same patient: sid (B)(6), sid (B)(6) , sid (B)(6), sid (B)(6). A review of tickets was performed for reagent lot number 12918un19. The ticket search determined that there is an elevated complaint activity for the likely cause lot, but no trends were identified for the complaint issue. A review of the device history record was performed on lot 12918un19 and no issues were identified. Return testing was not completed as returns were not available. The historical performance of reagent lot 12918un19 was evaluated and the patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established limit. The patient medians, for all 3 levels, are within the established limits. However, the cal f rlu median was not within the established limit. Therefore, accuracy testing was performed. The accuracy testing was performed for reagent lot 12918un19 using an internal troponin-I panel which was tested with a retained kit of the likely cause lot. Acceptance criteria was met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I assay, lot 12918un19 was identified.

Event description:
The customer observed a false positive architect stat troponin-I result for 1 patient on (B)(6) 2019. The following data was provided (customer's reference range = 0.0 to 0.028 ng/ml): sid (B)(6) initial result = 0.150 ng/ml (positive), repeat = 0.100 ng/ml (positive) , sid (B)(6) initial result = 0.190 ng/ml (positive), repeat = 0.160 ng/ml (positive) , patient was transferred to another hospital. Sid (B)(6) result = 0.02 ng/ml (negative), sid (B)(6) result = 0.02 ng/ml (negative), no impact to patient management was reported.